Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On(B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal readings. The cca contacted the patient on (B)(4) with follow up questions from the medical surveillance specialist. The patient alleged that the product issue began on (B)(6). The patient reported obtaining a blood glucose reading of 280mg/dl on the subject meter. The patient reported taking an unknown dose of insulin in response to the alleged high readings. The patient reported that 45 minutes later they developed symptoms of "cold, chills and shakes." The patient reported self-treating these symptoms by taking orange juice. The patient reported obtaining a blood glucose reading of 67mg/dl on an accuchek meter. At the time of troubleshooting the meter passed a control solution test. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.